Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while carrying a heavy load of dirt. Technical services (ts) analyzed device episode data and found that this shock was the result of oversensing of noise. It was noted that the system was reprogrammed to the primary vector in clinic. A second inappropriate shock was received during another episode while in primary vector. Ts recommended testing in alternate vector. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Manufacturer narrative:
Added method codes that were not included in previous report due to a system error.

Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while carrying a heavy load of dirt. Technical services (ts) analyzed device episode data and found that this shock was the result of oversensing of noise. It was noted that the system was reprogrammed to the primary vector in clinic. No additional adverse patient effects were reported. Currently, this electrode remains in service.

Event description:
It was reported that this patient received an inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while carrying a heavy load of dirt. Technical services (ts) analyzed device episode data and found that this shock was the result of oversensing of noise. It was noted that the system was reprogrammed to the primary vector in clinic. No additional adverse patient effects were reported. Currently, this electrode remains in service.